Event description:
A registered nurse (rn) reported that a patient noticed leaking of the transfer set around the thread and exchange of the transfer set was necessary due to slow leakage. The issue was related to a loss of tightness. The transfer set had been in use since (B)(6) 2009 and the home patient (hp) had been on peritoneal dialysis for a long time. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
The account stated that the architect i2000sr analyzer has generated low alpha-fetoprotein results on a patient with hepatocarcinoma. The initial result was 93 ng/ml. The patient was previous tested on (B)(6) 2010 and the result was 2900 ng/ml. The sample was retested twice and the results were 150 and 170 ng/ml. The sample from (B)(6) 2010 was then retested and the result was 2965 ng/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). No sample was available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.